Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that the customer is replacing 20 lvp display boards because of dim segments. No patient involvement and no patient impact.